Manufacturer narrative:
This electrode is still in service and is not available for return at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had an untreated episode due to oversensing of muscle noise. Patient was brought into the clinic and the noise was reproducible. Initial imaging was performed which determined that the system positioning was ideal. However, additional imaging was performed determining that the electrode was not in an optimal position. Subsequently, a revision procedure was performed to lower the position of the electrode. No additional adverse events.